Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had sensors brake when trying to inset them. Blood glucose value is unknown. No troubleshooting was performed as the customer did not have a sensor and serter available. Customer was advised to call back when having the product.